Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient was hospitalized for diabetic ketoacidosis with reported heart attack while in the hospital. Date of event is an approximation. Patient reported going to the emergency room (ER) on (B)(6) 2017 or (B)(6) 2017. There was no alleged device malfunction. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.